Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the metal piece on the bottom of the sw112 suture assistant reload came loose and fell into the pt's abdominal cavity during the procedure. This was noticed by the product specialist, who informed the surgeon. The surgeon retrieved the piece and continued completion of the procedure.